Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has been working with their manufacture representative (rep) to adjust their stimulation because they think they are leaking too much. Patient mentioned that the spoke to their rep about the leaking and the rep said the patient might have a urinary tract infection (uti). As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss symptoms and to contact the rep. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was leaking really bad and wanted someone to help her adjust her therapy. The patient mentioned that she had been tested for a urinary tract infection (uti) but it was negative. The patient noted that she had not called her health care professional (hcp) yet but was redirected to follow up with their hcp. There were no further symptoms or complications reported or anticipated.